Event description:
Pt with refractory chronic pancreatitis complicated by chronic pain, nausea, food intolerance and weight loss. She has previously undergone a distal pancreatectomy, duval pancreatojejunostomy and splenectomy for her chronic pancreatitis. Her pain and anorexia have been refractory, so she underwent peg-j tube placement for post-pancreatic feeding on (B)(6) 2011. She was admitted post-procedure for pain control and monitoring, and appears to have developed a pneumonia. These events occurred months after bile duct stent placement and are unrelated to the placement or indwelling stent.